Manufacturer narrative:
Concomitant products: sedr01 ipg implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial fibrillation. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.